Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio, therefore service (if necessary) is not available. Physio-control provided the customer with the part number and pricing for a replacement battery; however, physio-control also advised that due to the age of the device and lack of serviceability, that replacement of the device is recommended. Physio-control has made multiple unsuccessful attempts to contact the customer in order to confirm resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. The customer further advised that the battery installed in the device had a lot code of 1431, indicating that it had been manufactured in 2014, and an expiration date of (B)(4) 2020. The customer did not have another battery to test in there device. There was no patient use associated with the reported event.